Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that there was no change with their device and that the retention does not happen every day, rather about every 3 days. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient said their "device doesn't empty fully" and then the caller indicated that the patient was not emptying fully. According to the caller this had been going on since (B)(6) 2017. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.